Event description:
It was reported that during a thyroidectomy procedure, an incision was made with a scalpel (knife) and the procedure continued as normal. The focus shears were used to dissect the strap muscles and then remove the thyroid as normal. At the end of the case it was noted that a large burn had occurred on the incision line, which had to be cosmetically repaired (the damaged tissue was removed/ repaired to reduce the impact of the scar at that point). The patient is ok. One device was discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.